Event description:
On (B)(6) 2012, patient reported she was in the hospital due to dka on (B)(6). Pt stated the doctor was unable to determine the cause of her elevated blood glucose and dka. Pt reported she believed her infusion device was working fine at the time. Pt stated she had been having elevated blood glucose levels on monday, she tested and received a blood glucose level of 568 mg/dl and she then bolused and an hour later blood glucose level was 546 mg/dl. Pt reported she bolused and about an hour later her blood glucose went down to 514 mg/dl. Pt stated she bolused and her blood glucose went down to 507 mg/dl and then she called her doctor and the doctor suggested she go to the emergency room. Pt reported she went to the emergency room sometime between 4 and 5 pm. Pt stated she had blood tests done in the emergency room and was admitted to the hospital for dka. Pt reported she was treated with an IV insulin drip and IV of fluids. Pt stated she was released 2 days later. Pt¿s recommended blood glucose level is around 150 mg/dl. Pt reported her blood glucose level jumps around a lot. Pt stated her blood glucose level is elevated today up in the 500¿s mg/dl again. Pt reported she was able to self-treat by giving herself a bolus and no outside assistance was necessary. Pt stated she switches between 2 types of insulin because she sometimes has issues with insulin efficacy. Pt reported the infusion device did not display any alerts or error messages. Pt stated the last time she checked her blood glucose level it was 112 mg/dl. No product return was requested.